Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer received a failed selftest alarm. Customer's blood glucose level at the time was 300 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was alarmed during the self test due to faulty component on the radio frequency board. The device did function properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. The unit was received with cracked case on the bottom right side at the display window corner.